Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
While prepping a 3.0 x 33mm cypher select plus stent, it was noted that there was a linear leak at the proximal hub, balloon inflation port. Therefore, the stent could not be prepared for deployment.